Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7130372 UDI: (B)(4).

Event description:
It was reported that during the deep brain stimulation (dbs) procedure, the patient experienced an intracranial hemorrhage without clinical consequences and was discharged the following day. Several days later, the patient developed probable delirium and progressive right-sided hemiballismus. Medication was administered with partial improvement, and the patient was discharged after a brief hospitalization. Subsequently, the patient exhibited psychiatric symptoms alongside persistent hemiballismus. Additional treatment was initiated under physician supervision. The patients condition deteriorated, presenting with confusion, fatigue, and gait disturbances, leading to readmission. A follow-up computed tomography (CT) scan revealed extensive hypodensity along the lead and confirmed the prior hemorrhage. The patient underwent a procedure wherein the lead was explanted without complications. The patient was treated with antibiotics and high-dose corticosteroids. Further diagnostic tests, including a magnetic resonance image (MRI) and infection screening, were conducted to evaluate alternative causes such as allergic reaction, stroke or lead-related edema per the physicians assessment. The patient remains in the intensive care unit (ICU) under ongoing medical care.